Manufacturer narrative:
The event occurred in france while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.

Event description:
Caller reported mobile system blood glucose results 48 mg/dl and 196 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 77 mg/dl and 131 mg/dl within 10 minutes. Caller reported a separate comparison on the same system of 94 mg/dl and 193 mg/dl within 10 minutes. Strips are not available for return, replacement sent.